Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer's blood glucose level. The caller tried using different charging cables and adapters, but the issue persisted. Technical support received approval to replace the pump, and arrangements were made to send a replacement with updated software. The caller was informed about the process for returning the faulty pump and acknowledged the instructions.